Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the sensor of the syringe module was not working. However, it was identified that the user did not attach the tubing¿s pressure sensing disc into the pressure sensor holder of the syringe module. The customer was provided instructions on correct use of the device. There was patient involvement and no harm.